Manufacturer narrative:
Complaint details: the customer reported on (B)(6)2019 that the spo2 drops out intermittently. They have tried doing a software update on all the devices which seemed like it fixed the issue for a couple weeks and it came right back. The quick fix is to restart the device. Service requested: troubleshooting . Service provided: troubleshooting. Investigation result: the bsm-1733a; sn:(B)(6) was placed into service on (B)(6)2017, which is over 2 years at the time of the reported issue. A review of device history found no previously reported issue with the unit or nka servicing. Similar tickets using "bsm-1733a spo2 drop out" and "bsm-1733a spo2 drop out" gave no result. A review of tickets at the customer's site gave the following result: 57891- spo2 issue occurred during a code blue; this is a duplicate ticket of 54385 25223, reported on (B)(6)2018-spo2 not working; root cause: unknown as issue could not be duplicated by repair center based on the device service history, complaints registered by the customer and similar search query, no adverse trend is suspected with the device. The bsm-1700 operator's manual advises customer to perform regular periodic inspection of the unit which involves checking the values of invasive blood pressure, co2 and o2 by the specified mercury manometer and calibration gas. The customer's maintenance report is not available. No other issue for device bsm-1733a; sn: (B)(6)was reported after this issue. The root cause of the issue could not be determined as the customer did not provide nk with the logs or the device was not sent to nk for evaluation. Review of the device history record (DHR) shows that the unit has no history of CAPA, ncmr, refurbishing, or other suspected defects. D1. Brand name incorrectly listed, d2. Type of device incorrectly listed, d4. Model number incorrectly listed, d4. Catalog number incorrectly listed, d4. UDI # incorrectly listed, f9. Age of the device - incorrectly calculated, g5. Premarket identification incorrectly listed, h4. Manufacturer date, f9. Approximate age of device: incorrectly calcuated.

Event description:
It was reported that multiple devices are having issues with spo2 dropping out intermittently. No consequence or impact to the patient.

Manufacturer narrative:
It was reported that multiple devices are having issues with spo2 dropping out intermittently. No indication of how many devices were involved; however, the customer provided information for one device for record. Attempts have been made to obtain the products. The products involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
It was reported that multiple devices are having issues with spo2 dropping out intermittently. No consequence or impact to the patient.